Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 procedure the surgeon used an ar-13995n scorpion multifire needle to pass the third set of sutures. During the process the needle tip broke off in the patient under scope. The device will not be returning because it was discarded by the facility at the time of procedure.